Event description:
The customer reported there was no image during exposure. Also the horizontal adjustment was messed up and there was a vertical line on the screen as well. It appeared to be double images.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the high voltage cable and checked operation of the system by booting and making test fluoro exposures while flexing the hv cable without problems. The system operates as intended.